Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a charge/shock failure during ops check. There was no patient involvement.

Manufacturer narrative:
.